Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found foreign material on lens surface (clear residue and debris on lens) and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.8mm)]. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, diopter -6.50 into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged for a longer lens due to low vault. The problem was resolved.